Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) on the homechoice (hc) machine during drain 1. The technical service representative (tsr) advised the hp to start over using new supplies. Product surveillance contacted the patient's nephew on (B)(6) 2010. According to the patient's nephew the patient has been able to resume his therapy successfully. The nephew is not aware of what may have caused the alarm, however, the patient has not had any further issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint of a system error 2240 was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. A batch review was not performed as the lot information was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).